Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex biliary rx uncovered stent was to be used to treat a malignant stricture in the bile duct during a biliary catheterization procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was tortuous and was dilated prior to stent placement. According to the complainant, during the procedure, the stent was not successfully deployed as it was caught by the delivery system. Reportedly, the stent moved out of position when the delivery system was pulled out from the patient. The stent was removed with forceps and another wallflex biliary stent was placed to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
(B)(4). A wallflex biliary delivery system was received for analysis; the stent was not returned. Visual examination found the outer sheath at the end of the stiffening mandrel was kinked. The inner member at the distal end was also kinked. No other issues with the device were noted. The damages noted with the returned device were consistent with the excessive force applied to the delivery system during use. Taking all available information into consideration, the investigation concluded that the observed failures and the reported events were likely due to anatomical or procedural factors encountered during the procedure, such as tight/tortuous anatomy, which limited the performance of the device. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. (Catalog number) has been corrected.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex biliary rx uncovered stent was to be used to treat a malignant stricture in the bile duct during a biliary catheterization procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was tortuous and was dilated prior to stent placement. According to the complainant, during the procedure, the stent was not successfully deployed as it was caught by the delivery system. Reportedly, the stent moved out of position when the delivery system was pulled out from the patient. The stent was removed with forceps and another wallflex biliary stent was placed to complete the procedure. There were no patient complications as a result of this event.